Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tandem-provided charging cable was damaged. The customer reported that the cable had exposed wires and was loose. No additional information was provided. A replacement usb cable was sent to the customer.